Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. (B)(4): post market vigilance (pmv) received one endo gia* ultra universal 12 mm single use instrument opened by the account without the packaging. The visual inspection of the returned product noted. The instrument firing knobs were retracted and the articulation lever was in neutral position. **visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Pmv performed functional testing which included. Pmv loading unit used in testing. N6m0706kx the instrument was successfully loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. The root cause of the observed damage was customer mishandling of the product which would have caused or contributed to the reported incident. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a pneumothorax wedge resection procedure. After using one each, firing on second tissue but cutting and stapling could not be done. There was no problem loading or unloading the device. The stapler was not able to fire. The jaws of the device did not lock onto the tissue and no device component broke off. In order to resolve the issue and complete the case, replaced by a new one. There was no patient harm. The patient status is alive, no injury.